Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's reservoirs were leaking. The customer also reported receiving no delivery alarms. Blood glucose level at the time of the incident was 600 mg/dl. Customer declined troubleshooting and did not save the leaking reservoirs. No products were replaced or returned for analysis.